Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) reported that the safety disk had a failure. The unit was retested and the unit passed within spec. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is caleb rentmeester.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) membrane inside the safety disk failed the manifold test with a leak of (7) 5 or less of the acceptable range. There was no patient involvement.